Event description:
A customer reported that the touchscreen of their device was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting assistance, and no additional information regarding the outcome of the event was available.